Event description:
Reporting status: serious injury/required intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the distal rca with two xience v stents. Six days later, the patient developed a generalized urticarial rash with no other associated symptoms. The patient was treated with an unspecified medication and was resolved at about one week later. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Allergic reaction, as noted in the xience v IFU and risk assessment matrix, is a known adverse event associated with coronary stenting. It should be noted that the IFU states that the xience v stent is contraindicated for use in patients with "hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers." It was reported that the lesion was not pre-dilated. The IFU, states: "pre-dilate the lesion with a ptca catheter for the vessel/lesion to be treated." The second rx xience is being reported under the same MFR number.